Manufacturer narrative:
Corrosion of the rotor was identified as the probable cause of the failure.

Event description:
The micro sagittal saw was sent in for evaluation due to overheating. There was no pt involvement; no adverse event was associated with the device.